Manufacturer narrative:
Findings: unit had unresponsive buttons due to flattened act button dome switch. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corner. (B)(4).

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 180 mg/dl at the time of the call. The customer stated that the act button does not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.